Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emergency doo button of the external pulse generator (epg) was inadvertently pressed, causing the patient to experience r on t torsades de pointes, followed by cardio-respiratory arrest. The patient was successfully resuscitated. It was noted that the complainant expressed concern that there was no design-based mechanism to prevent this occurrence. The device status is unknown. No further patient complications have been reported as a result of this event.